Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for draw volume- underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw water testing and no issue were observed relating to draw volume- underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: the "volume of the k2 edta tubes were not meeting the indicator line. They had low volume after adding water into tubes using a syringe."